Event description:
It was reported that pump repeatedly displayed cartridge alarm 20 during cartridge loading even though customer followed prompts and had not experienced this type of alarm with pump before. There was no adverse impact to the customer's blood glucose level. Customer attempted to load new cartridge with guidance from technical support, but alarm recurred and insulin delivery could not be resumed with pump, so pump replacement was arranged under warranty, customer planned to use multiple daily injections as backup insulin therapy, and customer was instructed to place pump in storage mode and return it using prepaid shipping label.